Manufacturer narrative:
The account found the side rail latch screw is missing. The account replaced the side rail latch screw to resolve the issue.

Event description:
The account alleged the side rail is not latching. No injury reported.